Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. The brand name of the subject device is caravel mc, which is distributed as caravel in the us. Therefore, the brand name in d1 is caravel mc as indicated in the package label of the subject device. Accordingly, the model number in d4 is crv135-19m as indicated in the package label of the subject device instead of that of the device (crv135-19p) distributed in the us. The reported caravel mc microcatheter was returned for investigation. The returned caravel mc microcatheter was torn off at approximately 2.5mm from the tip. Microscopic observation of the torn end found traces of ductile tearing of the polymer tip and inner jacket due to tensile stress. The strands were found intermittently disarranged throughout the shaft length due to tensile stress. The separated catheter fragment was not returned. Lot history review revealed no anomaly relating to the reported case. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that tensile stress generated with catheter manipulation might have been locally applied on the tip of the caravel mc microcatheter while the catheter tip was trapped by the heavily calcified lesion. Consequently, the tip was stretched and torn off. Although it was concluded that this event was not attributed to product quality, the detached catheter tip was not returned, so it was unable to completely rule out the potentiality that any catheter fragment might be left in the patient anatomy. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion. [Warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) This microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunctions and adverse effects] separation.

Event description:
It was reported that an asahi caravel mc microcatheter was used for a percutaneous coronary intervention (pci) to treat a heavily calcified 90-99% stenosis in the segment #6 of the left anterior descending artery (lad). After an unspecified guide wire crossed the lesion, the caravel mc microcatheter was advanced to the lesion. The tip of the caravel mc microcatheter was trapped by the lesion and the tip was torn off. The caravel mc microcatheter and the tip fragment were removed from the patient body together with the guide wire. The procedure was completed. It was informed that there was no adverse patient effect associated with this event.